Event description:
It was reported that the pt underwent surgery for implant of spinal fixation at l4-sacrum using peek interbody device, rhbmp-2/acs, and peek rods and screws. Peek interbody device was implanted a l4-5 with one sponge rhbmp-2 placed inside the device and 1/2 sponge placed anterior. Three multi-axial screws were then implanted. It was reported that the pt's blood pressure dropped but then stabilized. Approx ten minutes later, the pt's blood pressure dropped completely. Pt was flipped over and a trauma surgeon was called in to look for anterior bleeding. None was found. Pt died during the surgery. At this time, a pulmonary embolism is suspected.

Manufacturer narrative:
No device was returned to medtronic for eval. We do not believe this event to be product related; however, we are submitting this medwatch for notification purposes.